Event description:
It was reported that the patient right ventricle (rv) issues worsened after left ventricular assist device (lvad) implant, and he experienced low flow alarms requiring right ventricular assist device (rvad) to be placed on (B)(6) 2025 after suffering from multiple post-implant complications. Post-operation complications included right ventricular (rv) struggles, tracheostomy, infection, and mobility issues the patient tested positive for respiratory culture in (B)(6) 2025, positive for driveline culture and positive urine culture in (B)(6) 2025. Fevers were noted as a clinical symptom. It was possible that a device related issue contributed to right heart failure. Struggles post-implant occurred and chest was kept open to evaluate rv symptoms. Patient exhibited high pressor requirements. The infections were treated with antibiotics (atb) therapy. Patient suffered from infections that led to withdrawal of care. Patient passed away due to difficult post-operation course, rv failure, and failure to thrive. Death was not device related and operated as expected. There were no log files available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed as no log files were provided for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, respiratory failure, and infection, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.